Manufacturer narrative:
Device evaluation is not necessary as the abscess is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient's neurologist that the patient developed an "absence" (likely referring to an abscess) and their vns was removed. Device history records were reviewed for the generator and lead. Both devices were sterilized according to functional specifications prior to distribution and passed all quality tests. Multiple attempts were made for additional information, however, no further relevant information has been received to date. Device evaluation is not necessary as the abscess is not related to the functionality or delivery of therapy of the device.